Event description:
A 41-year-old female consumer reported an event with bab waterblock flex extra large bandages. Consumer reported that she started using the product on (B)(6) 2024 by applying large band-aid on a large abscess on her stomach to keep it covered from dirt debris and she changed band-aid three times a day as per doctor¿s recommendation. Consumer reported that her symptoms began on (B)(6) 2024 and every time she put the band-aid on it would burn her skin and her abscess was red and bleeding. Consume sought medical intervention and hcp gave her cream with copper and zinc to heal the skin around it. Consumer stopped using the product and her symptoms have improved at the time of this reporting.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (band aid brand bandages waterblock flex extra large 7ct USA 381371190614 381371190614usa 381371190614usa, lot/ctrl #: 0501b). D4: UDI #: (B)(4). Upc #: 381371190614. Lot #: 0501b. Exp date: na . D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 19, 2021. Raw material and component records were reviewed and were found acceptable. H6: health effect clinical code: e1704 refers to burn(s), consumer alleged product burn skin and red, left like a burn mark. Health effect clinical code: e0506 refers to bleeding. Health effect clinical code: e2402 refers to misuse/off-label use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.